Event description:
New information revealed the right ventricular lead was dislodged. The lead was explanted and replaced on 16oct2020. The patient was stable.

Event description:
The lead was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
A complete lead was returned in one piece measuring 64.5cm. Analysis was completed to find overtorque of the inner coil consistent with the procedural damage. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the right ventricular lead had low r-wave sensing and high capture threshold. Programming changed were completed to address this issue. The patient was stable.